Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels that ranged from 320 mg/dl to "high" (specific bg value was not provided); cause was unknown. Manual injections were administered to address elevated bg. Reportedly, customer filled the cartridge with cold insulin and used the pump supplies for longer than the guidelines state. Tandem technical support educated customer regarding cartridge/insulin labeling. Recommendation was made to discuss diabetes management with a health care professional.